Event description:
It was observed during central processing that the fenestrated bipolar forceps instrument had a frayed cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of frayed cable is confirmed. Conductor wires are intact and undamaged, but drive cable is frayed. The pitch down cable is frayed at the distal clevis hub. Frayed strands stick out at the wrist. Other cables at wrist are not damaged. Additional observation not reported by site is a bent grip. One grip is bent, causing side to side misalignment of grips. There is a .045 offset at the tips. Bent grip has separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. Electrical continuity passed. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.